Event description:
It was reported that a patient (pt) had a use error during peritoneal dialysis (pd) therapy which caused peritonitis manifested by cloudy effluent. The use error was further described as the pt had a minicap that fell off the transfer set and the pt reconnected (reused the minicap). The pt was not hospitalized for the event. The pt was treated with unspecified antibiotics (dose, route and frequency not reported and) and later with some other unspecified ip antibiotics that were administered with mid-day dose of extraneal. Twenty-three days after the onset of peritonitis, the pt was recovered. Two months after the peritonitis event, the pt experienced recurrent peritonitis. The pt was again treated with unspecified antibiotics for the recurrent peritonitis (dose, route and frequency not reported) as the peritonitis was resistant to antibiotic therapy. In the same month as receipt of this report, pd therapy was withdrawn, the pd catheter was removed to allow the peritoneal cavity to heal and the pt was placed on temporary hemodialysis (hd) therapy. At the time of this report, the pt was not recovered from the recurrent peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The reported event was related to a use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.